Event description:
This incident occurred while the versaclose implant was being deployed. The surgeon was attempting to perform anular repair at l5/s1 following a discectomy procedure when he found that he was unable to depress the handle lever completely. He tried to lift the tool out of the tissue and the needle separated from the tool and remained in the tissue. The surgeon experienced some difficulty in removing the needle from the tissue as the tip was lodged in bone. The incident caused a slight delay in the procedure. A second device from the same lot was deployed in the tissue adjacent to the first attempted deployment and the procedure was completed without complication.

Manufacturer narrative:
The device was not returned for evaluation.